Manufacturer narrative:
The reported complaint of the autopulse platform displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to a communication error, likely due to the defective processor board as a result of the normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in december 2012 and is almost 8 years old, well beyond the expected service life of 5 years. Visual inspection was performed and found, unrelated to the reported issue, cracked front enclosure as a result of mishandling. To address the damage, the front enclosure needs to be replaced. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The platform was connected to the autopulse vision software to clear the user advisory (ua) 132 (internal watchdog timeout) error. After the user advisory (ua) 132 was cleared, the autopulse platform was further tested and failed functional testing with user advisory (ua) 45 (not at "home" position after power-on/restart) error message, unrelated to the reported complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message, however, the error could not be cleared. The root cause for the reported issue was due to defective encoder, as a result of normal wear and tear of the platform. The encoder needs to be replaced to address the issue. The archive data revealed system error 132 (internal watchdog timeout) error, thus confirming the reported complaint. Also, archive data revealed that the recorded date and time in the archive were corrupted with the last device power on (B)(6) 2020. The observed issue with the archive was due to the defective processor board. The processor board needs to be replaced to address the issue. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.